Manufacturer narrative:
(B)(6)

Event description:
Information was received indicating that an air leak was noted to a smiths medical portex® clear pvc, soft seal® cuff tracheal tube. Subsequently, the endotracheal tube (ett) was required to be changed out. The cuff was then attempted to be inflated with air but did not inflate. There were reported adverse patient effects.

Manufacturer narrative:
One portex® ivory pvc, nasal, soft seal® cuff tracheal tube was returned for analysis in used condition. The sample was visually inspected at a distance of 12" to 24" and normal conditions of illumination. No discrepancies were observed. A syringe was used to inflate the cuff and was submerged under water in order to verify for leaks. A leak was observed in the returned sample. The manufacturing and quality inspection processes were reviewed and considered adequate and correct. The root cause was determined to be unknown.